Event description:
Procedure unknown: "after 30 minutes of use, suction never stops, even with the piston raised and adapted settings. Second incident of this kind on this product in less than a month with result in a digestive anse stuck in the suction cannula with a high risk of gastrointestinal wound." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found all handpiece and tubing components were present and in good condition. Engineering tested the returned unit extensively and found that the device functioned properly. The root cause could not be determined as engineering was unable to replicate the incident. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Through users' interaction with this handpiece, the smoke evacuation feature may have been unintentionally activated. The instructions for use state, "activate the smoke evacuation by rotating the red suction valve clockwise until the desired aspiration level is achieved. Deactivate the smoke evacuation port by rotating the red suction valve counterclockwise unit it stops." This document represents our final report.